Event description:
It was reported that the patient was short of breath and had discomfort around the implant site since the bi-ventricular device implant. Patient stated that he has "continued left shoulder pain" and weakness. He is unable to lay on his left side. The device was interrogated and reported to be working properly. However, per patient request, the left ventricular lead was turned off. Patient stated that he felt better after the lv lead was disabled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.